Manufacturer narrative:
New replacement parts for the keyboard were provided to the customer. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The gantry started from 35 degrees (iec1217) the technologist set a movement in the ccw direction to go to 0 degree with the keyboard outside the bunker after the treatment. The technologist used "motion enable" and the "<<" keys, but at 0 degree when the technologist released the two keys, the gantry did not stop. At this time, the technologist pressed on the command in the opposite direction, but the gantry still moved on the same direction. So, the technologist pushed the emergency off button. Then the gantry stopped (at 319 degrees). In addition, the observer saw that the gantry did not stop when he released the keys on the keyboard. The issue occurred at the end of the patient's treatment. There was no report of serious injury to the patient or operator. No patient data reported.